Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected restart. A cold reset was performed.. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected restart, low battery, weak battery or failed battery test alarms noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.